Event description:
It was reported that during ptca procedure, the balloon ruptured at 22 atm (rbp = 18 atm). Difficulty was experienced when removing the balloon. The shaft broke at the wire exit port and the distal shaft remained in the pt. Facility was unsuccessful at retrieval attempts. The family refused surgery. Pt status is listed as "stable".